Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the specific number of devices that failed during this one procedure? Just one. Additional: an unopened sample of product code vcp346, lot mk2831 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and no nonconformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of devices that failed during this one procedure? Device return status/ follow up.

Event description:
It was reported that the patient underwent a c-section procedure on an (B)(6) 2019 and suture was used. The suture broke during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.